Manufacturer narrative:
One device was received for investigation. The device was visually inspected and functionally tested. The customer's reported problem was duplicated. The root cause is a defective latch lock flex. This was replaced and the device passed all functional tests. Service history review identified this device has not been serviced in the past 12 months.

Event description:
It was reported that there was a latch lock error which was found during testing. There was no patient involvement, and no patient harm/adverse event reported.